Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil retraction, the coil prematurely detached. The implant coil was successful pushed into the aneurysm using the delivery pusher. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for eval as the coil was implanted in the pt and the delivery pusher was discarded. (B)(4) .